Event description:
Information was received that a patient had a refractive surgery on or before 1999. Reporter stated that the patient had forme fruste keratoconus in both eyes prior to surgery. It was further stated that the physician did not recognize the signs of this condition and falied to properly cut the flaps. It was reported that the patient had injuries, however, the injuries were not specified.